Event description:
It is reported that the pt was revised due to tibial loosening.

Manufacturer narrative:
Visual inspection of the nexgen tibial plate shows that there are lots of scratches and wear marks on the anterior surface of the plate. Small amount of foreign material can also be seen on the tibial stem. Review of the device history records did not find any deviations or anomalies. Dimensions were found conforming to print specifications where measured. Review of complaint history found no other reports of loosening regarding the related part and lot number. This device is used for treatment. Review of the x-rays provided with the complaint suggests subsidence, however, the exact cause of the loosening or subsidence is unknown. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Nexgen cr, ps, cra, lps, and lcck knee package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.